Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was mixed product found in bd plastipak¿ syringe luer-lok¿ packaging. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Photos were sent by the customer for analysis and it was possible to confirm the defect. Photo shows a defective sample of distribution label has been received that differs from the product label. DHR review: batch 7333829 was manufactured between days 09 and 12.12.2017 and sterilized on 12.12.2017 in sterilization chamber 08. By means of the information of the sterilization cycle 45632 it was found that the product was sterilized in a single volume and that there was no possibility mixing with other products / catalogs. It has been found that by serial number 6013986030 the product ser plasitpak 3ml 7345938 was supplied with 28,000 units of a total produced of 596,000 units which indicates that there were fractional sales of the material. Probable cause is related to error during the sorting or separation process of the material on distribution center. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported there was mixed product found in bd plastipak¿ syringe luer-lok¿ packaging. There was no report of exposure, serious injury or medical intervention.